Manufacturer narrative:
All available information was investigated, and the reported deformed sgc soft tip was confirmed via returned device analysis. The reported difficult to insert could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult to insert (anatomy) was unable to be determined. The reported deformed sgc soft tip was a cascading event of the reported difficult to insert (anatomy). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4 and tight connective tissue. A steerable guide catheter (sgc) had difficulties inserting into the groin. Therefore, the groin was dilated, but the issue was unable to be resolved. It was noted the tip of the sgc was observed to be damaged. Therefore, the sgc was removed and replaced. The procedure was continued with a new sgc, and one clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information was received from the returned device analysis stating deformation to the soft tip of the sgc.